Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26153 follow up information identified the sjm representative met with the patient and patient was experiencing high impedances and amplitude was unable to be increased. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26509. It was reported the pt experienced pocket heating while recharging her ipg. The pt stated she quit recharging her ipg approximately a year ago ((B)(6) 2013) exact date unk. In addition, the pt's charger is misplaced and she is unable to use her scs system. Surgical intervention may be pending to address this issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26509. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg. The patient had not used the system in several years and the ipg was inoperable. The patient did not bring the external devices with her prior to surgery so the sjm representative was unable to confirm the issue.